Event description:
It was reported that pump experienced recurring monthly malfunctions that required patient to restart pump multiple times, but no specific malfunction details or dates were provided. No information was received regarding any impact to customer¿s blood glucose level. Patient declined further follow up with technical support, and no corrective actions or additional troubleshooting were documented.